Event description:
It was reported that a patient presented with inappropriate shock due to far p over-sensing noted on the patient's right ventricular lead. X-ray imaging confirmed dislodgement of the lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.